Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "aiming beam fires straight out of fiber @ 45, 000 joules" of use; total joules used 45356. The procedure was completed using a second fiber @ 110, 610 joules. Patient outcome: "no patient injury."

Manufacturer narrative:
(B)(4).